Manufacturer narrative:
The complaint was investigated. Investigation found that the customer was likely using sensor glucose (sg) values for blood glucose (bg) calibration. This is not the intended use of the device and is likely responsible for customer complaint of inaccurate sensor glucose values. User was treated at the hospital with intravenous insulin therapy after which user recovered. User was recommended to start calibrating with true finger stick blood glucose (bg) values for calibration with exact time the bg was measured. No further resolution was necessary for this complaint. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 19.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On june 17th 2021, senseonics was made aware of an adverse event where user was hosptalized for 3 days as the system did not alert the user for hyperglycemia.